Manufacturer narrative:
The investigation determined that a lower than expected vitros psa quality control result was obtained on the vitros eciq immunodiagnostic system. An ocd field engineer replaced the reagent metering probe and the signal reagent module and adjusted the well wash and sample metering modules to return the system to expected operation. The investigation was unable to determine a definitive root cause. However, the event is most likely instrument related.

Event description:
A customer observed a lower than expected vitros psa quality control result while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).